Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the promus stent delivery system was attempting to advance through a previously placed stent, which likely contributed to the reported difficulties. It should be noted the promus instructions for use states: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is likely that the stent interacted with the previously placed stent during advancement, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging. The dislodged stent still remains in the patient anatomy. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the left circumflex artery, pre-dilatation was performed with an unspecified dilatation catheter. An unspecified stent (stent #1) had been implanted in the proximal left circumflex artery on an unspecified date. During this procedure, an unspecified promus stent (stent #2) was implanted in a de novo lesion in the proximal left circumflex artery, proximal to the previously implanted stent (stent #1). Additional angiography revealed another de novo lesion distal to the previously placed unspecified stent (stent #1) and the physician decided to treat this new de novo lesion. The 3.0 x 15 mm promus rx stent system was advanced to the target lesion distal to the previously placed stents (stents #1 and #2) and resistance was felt with the newly implanted stent (stent #2) and normal force was applied. An attempt was made to withdraw the promus; however, resistance was felt during withdrawal and normal force was applied. No damage was noted to the previously placed stent (stent #2). When the stent system was removed from the patient anatomy, the 3.0 x 15 mm promus rx stent was noted to have dislodged from the stent system. The decision was made to postpone immediate surgery because the patient was on plavix and no attempt was made to remove the dislodged stent. The stent remained in the proximal left circumflex artery and the left main artery. On a later date, the patient did undergo successful bypass surgery; however, the stent was not removed and remains in the patient anatomy. Though requested, no additional information was provided.